Event description:
A report was received that the patient's ipg was replaced due to communication issues. The physician suspected device malfunction. The patient was doing well post-operatively.

Manufacturer narrative:
(B)(4). The returned ipg was analyzed and no anomalies were found.

Event description:
A report was received that the patient's ipg was replaced due to communication issues. The physician suspected device malfunction. The patient was doing well post-operatively.